Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: laparoscopic appendectomy. Event description: translation from complaint form: during the surgery the doctors realised plastic particles of the trocar in the abdomen of the patient. The particles have been collected and saved in a small preparation container. Additional information received from applied medical representative via email on 10-jan-2022: the trocar was inserted with the direct insertion technique. When the scope was inserted, after the balloon was inflated and upon checking the other trocar placements, the or staff discovered that the reflecting particles from beside the trocar balloon were stuck on the abdominal wall of the patient. After further checking for other particles in the abdomen and finding some, other trocars have been placed to collect the plastic particles. They were collected using a grasping forceps. The trocar has been removed and replaced with another one after checking for plastic residues. The or staff has examined the trocar obturator and cannula. The plastic pieces were found to have chipped off of the cannula between the cannula tip and the balloon. Type of intervention: retrieval of separated parts. Patient status: healthy, recovered and home.

Event description:
Procedure performed: laparoscopic appendectomy. Event description: translation from complaint form: during the surgery the doctors realised plastic particles of the trocar in the abdomen of the patient. The particles have been collected and saved in a small preparation container. Additional information received from applied medical representative via email on 10-jan-2022: the trocar was inserted with the direct insertion technique. When the scope was inserted, after the balloon was inflated and upon checking the other trocar placements, the or staff discovered that the reflecting particles from beside the trocar balloon were stuck on the abdominal wall of the patient. After further checking for other particles in the abdomen and finding some, other trocars have been placed to collect the plastic particles. They were collected using a grasping forceps. The trocar has been removed and replaced with another one after checking for plastic residues. The or staff has examined the trocar obturator and cannula. The plastic pieces were found to have chipped off of the cannula between the cannula tip and the balloon. Type of intervention: retrieval of separated parts. Patient status: healthy, recovered and home.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with four clear fragments. Visual inspection confirmed the complainant¿s experience of distal glue fragmentation. The clear fragments were identified to be a portion of the distal glue. Based on the condition of the returned unit, it is possible that the fragmentation was due to an object or instrument coming in contact with the distal glue. It is also possible that the glue was more susceptible to fragmentation. However, the exact root cause of the distal glue line fragmentation is unknown. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.